Event description:
Per call, customer's caregiver informed the bed pendant is not moving the head or foot section. Buttons are stuck and do not work.

Manufacturer narrative:
Per call, customer's caregiver informed the bed pendant is not moving the head or foot section. Buttons are stuck and do not work. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.